Event description:
It was reported that, one week following a pocket revision, the doctor was unable to refill the pump due to swelling at the pump site. The patient relocated and was unable to find a new doctor to refill the pump. The patient had experienced some withdrawal symptoms. It was later reported that the patient experienced an infection in 2006. When the patient went to see the healthcare provider (hcp) for a refill, he tried to do a refill and fluids were ¿squirting out.¿ the hcp was not able to do the refill and he turned the pump off. When the patient was in a pool, the pump area looked like a ¿hickey.¿ the patient reportedly ¿could have probably died.¿ the same week, the patient was seeing a different hcp and he stated that the patient was ¿a lawsuit waiting to happen.¿ the hcp replaced the pump. It was noted that the hcp tried to give the patient medication before the implant procedure and the patient refused. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).